Event description:
I start using invisalign trays a month ago. The first symptoms that I had were moderate irritation to the left side of my tongue with the use of the first tray which went away after the 3rd day of use. On the third day of use, I started to develop a small rash, very itchy on the upper lid of my right eye, which progressively got worse within 3 days. I went to an ophthalmologist who prescribed some antibiotic cream and anti viral which I consistently used for 3 weeks with no effect. The irritation got worse in size and every night got worse in itchiness and became very puffy. After 3 weeks of extreme discomfort, I went to a lab to have swabs taken from my lid which, so far are negative for infection. The ophthalmologist had stopped my treatment and stated that I must be allergic to something. I did stop all my make up use and changed all the shampoo and body wash to baby lines for the past 3 weeks but no results. Finally on the evening of (B)(6) 2011, while watching tv with my husband, he noted that I am very flushed on my face and my lips felt on fire. At this time, I decided that the only thing left to remove from my body were the trays which I started a month ago. I stayed with a cold towel over my face and neck for over an hour for the redness to subside. I do have pictures for the event and they look awful. That night, I did not reintroduce the trays in my mouth and the next morning, my symptoms have been reduced by 50%. Today, 2 days later, without my trays I have no redness and my eye lid sore is reduced in size and is no longer itchy or scaley. My eyes are no longer red or uncomfortable. I reported the incident to my dentist. Dates of use: (B)(6) 2011. Dose or amount: trays, frequency: depends. Route: buccal. Diagnosis or reason for use: to straighten teeth. Event abated after use stopped or dose reduced? - yes.